Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient (pt)who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that about 3 months ago, pt began to feel shocking sensations that occur sporadically only while stimulation is on. Pt was also speaking on the call and explained that the shocking sensation begins in the right side of their back that goes down both legs and into their right arm. Pt confirmed that the ins is implanted in the lower left part of their back. Caller stated pt's healthcare provider (hcp) ordered a myelogram and it did not show that nerves were being affected by the stimulation. Pt confirmed no falls or trauma. Pt commented that they were in a car accident but it was after the shocking sensations began. Pt confirmed that they have group a. B, and c and they always use group a so they do not know if the shocking sensation occurs with group b and c as well. Pt stated the shocking sensation happens about once a day and happens while they are sitting, relaxing. Pt confirmed they are not reclined when this happens. Technical services specialist (tss) reviewed information and recommended that caller could possibly try to reprogram pt to see if that resolves the issue. Tss also recommended trying to use group b and c and see if the shocking sensation occurs while using those groups. Tss reviewed that it would be helpful to recreate the sensation to help narrow down to the root cause. Pt stated the recently stopped using the therapy because the shocking sensation feels like a needle poking them and also said it feels like they are being electrocuted. Pt stated they will try using the other groups and keep a log of details. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.